Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H6: appropriate term/code not available: suggested code : mechanical driver.

Event description:
It was reported that during a brevera procedure on (B)(6) 2024, the driver failed during the procedure, the needle was exchanged but could not be used since the issue was related to the driver. The needle had been placed inside the patient´s breast. New driver was placed and software was updated and the patient was brought back the next day and the procedure completed. No other information available.